Event description:
It was reported that the insulin pump alarmed motor error when trying to bolus. The blood glucose reading is 354 mg/dl. Motor error has occurred more than once within thirty days, the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test.